Manufacturer narrative:
The connecting screw was not returned for evaluation; however, the associated plate, screws and bushings were received and evaluation. Evaluation found evidence to suggest the tibail screw was inserted into the wrong tibial plate hole causing the bushing to dislodge from the tibial plate.

Event description:
It was reported that patient underwent a tibial locking plate procedure on (B)(6) 2014. During the procedure one of the polyaxial bushings came out of the 4mm screw holes, the surgeon did not believe the percutaneous sheath fit onto the tibial plate properly, and longer k-wires had to be utilized than originally planned because the shorter k-wires did not reach all the way through the drill guide and the tibial plate. It was further reported that one of the polyaxial bushings made it difficult to remove one a 4mm screw resulting in the need for a screw removal kit and one of the 4mm x 70mm screws in the set had white paper-like flecks on it and had to be discarded. These events caused a delay of longer than 60 minutes. The polyax tibial plate was removed and the surgeon finished the procedure using a competitor's product.

Manufacturer narrative:
Current information is insufficient to permit conclusions as the cause of the events.